Manufacturer narrative:
This report is submitted on september 14, 2017, (B)(4).

Event description:
Per the patient's audiologist, the patient reportedly experienced bleeding at the site of the processor, and was subsequently treated with a topical antibiotic ointment. It was reported that the patient was wearing their baha processing device on another manufacturer's rigid metal headband, and that the patient's is implanted with another manufacturer's fixture. It is unknown how the processing device was affixed to the headband, and whether or not this may have contributed to the patient's symptoms. The patient will continue to be clinically managed.